Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device cut without stapling. Performed a laparotomy, cut more tissue than planned and the procedure time was extended. No other pt consequence reported.